Event description:
It was reported that the user experienced episodes of low blood glucose while using the ilet, expressed concern that the system was delivering too much insulin, and requested to change the glucose target back to a higher setting after a prior clinical visit; the user also reported rarely announcing meals and routinely pausing insulin at bedtime, with education provided on how correction dosing and insulin on board could contribute to subsequent lows. Symptoms included hypoglycemia with a lowest reported value of 50 mg/dl and no reported acute complications. Outcomes included transient low glucose under one hour, self-treatment with carbohydrates, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and patient education regarding system adaptation, meal announcements, insulin pauses, and alert behavior. Investigation of this case revealed no device malfunction and an unclear cause of hypoglycemia given behavioral factors such as unannounced meals, bedtime insulin pauses, and a possible change to a lower target. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.